Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. There was no image or video clip submitted for review. A review of the instrument logs for the stapler sureform 60 (part# 480460-09 / serial # (B)(4)) was performed. The instrument was confirmed used on (B)(6) 2022 on system sn: (B)(4) with 10 uses remaining. A review of the advance logs for the stapler sureform 60 associated with this event has been performed. The following additional information was provided: logs showed pn 480460-09 / ln l13220808-0404 was installed twice and fired two blue reloads with no pauses for compression. The first completed clamp did not result in a firing and was followed by a completed unclamp. There was no incomplete clamping or firing attempts by this instrument. There are no stapler related errors in the msc logs. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the stapler sureform 60 instrument did not seal the tissue. Individual staples did not close after the third fire. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. As a result, it is unknown what, if any, intervention was performed as a result of the staple issue.